Manufacturer narrative:
The device evaluation was not completed at the time of submission. Evaluation, device history record review, investigation and conclusion, will be communicated in a follow-up submission.

Manufacturer narrative:
Evaluation results: the c135 capacitor on the main board of the databox experienced an internal short resulting in the reported issue identified as 'smoking.' A short of this nature may be attributable to a large spike on the voltage line and/or high current resulting in a burn of the capacitor. The c135 is part of the voltage regulation circuitry connected to the switching regulator. It sits on the voltage feedback loop that allows the chip to regulate its output and set voltage. The output is protected by a schottky power rectifier. The regulator can manage up to 36v input, or 150% above our nominal 24v operating range. Evaluation results suggest that this value was exceeded.

Manufacturer narrative:
The databox associated with the ev1000 system was subjected to further investigation by engineering. It was found that a tantalum, capacitor c135, on the databox cpu board had been damaged. This would be what resulted in a burning smell and smoke. This was the only observed component that was damaged. The damaged component was replaced and the system was powered up and ran normally for 7 days, which is in excess of the time the unit was left running at task when the failure occurred. An engineering analysis of the part and circuit containing c135 showed that the capacitor in question is connected to the output of the switching regulator, switching from 24v to 15v. The capacitor should never see voltages in excess of those mentioned; however, the part is rated to 35v to provide some additional margin. Additionally, if large voltage spikes were present on either the power input or the usb input, other, similarly rated capacitors inline would see the voltages spike prior to this capacitor and would likely suffer damage first. Based on the analysis of the circuit containing the damaged component, all of the components (including the damaged one) are rated appropriately for the design. Additionally, this failure occurred in what was essentially the burn-in period for the device and so it is speculated that the origin of the failure is that the c135 tantalum capacitor was a defective component at manufacturing time. At this time, the device manufacturer (sparton) does not perform a burn-in test for this unit. As an improvement, a process is being developed to add a burn-in test as part of the pre-release testing.

Manufacturer narrative:
Manufacture date: 02.21.2011. The referenced device was returned and although the evaluation is in progress, the results are currently pending. Evaluation/investigation results will be submitted upon receipt. Additional information: review of the device history record supports that there were no non-conformances noted for any reason during the manufacturing of the referenced device. Information received from the reporter indicates that the device was removed from the shipping carton, switched on, language and date set, and then the device was left 'on' for five (5) consecutive days. Additionally, the reporter stated that the 'smoking' was attributed to led burnout produced by the databox.

Event description:
A 3rd party providing technical support, assigned with testing devices in compliance with legal obligations in benelux, reported that during testing prior to delivery of the device to the customer, the led 'burnt out' while the power was on. Additionally, smoke was observed and a 'burnt smell' was experienced while the device was connected to the monitor. Subsequent communication identified the data box as the source of the smoke.there was no patient involvement with respect to this event.